Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot #b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter reported that on (B)(6), 2011, the pt obtained a blood glucose reading of 'greater than 200 mg/dl'. On that day, the pt noted the insulin cartridge was leaking into the pump's cartridge compartment. The pt replaced the cartridge and his elevated blood glucose levels resolved. On (B)(6), 2011, the pt experienced the symptoms of nausea, vomiting and chest pain. The pt was admitted to the hospital for 24 hours observation. Troubleshooting revealed the pt's technique was correct, there were no issues with the infusion site, the tubing and cannula were correct and the total daily delivery and programmed were correct and matched.